Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. Manufacture report number 1119421-2013-00306 has been previously reported for the right eye. (B)(4).

Event description:
A consumer reported following bilateral intraocular (iol) implant surgery that he continues to experience diplopia; the double vision was expected to resolve once both eyes were implanted. A prism is required for his glasses prescription and this seems to help; he reported using a magnifying glass for reading. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye. Manufacture report number 1119421-2013-00306 has been previously reported for the right eye.